Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the device revealed stent damage. Strut rows 1 to 3 at the proximal end of the stent were raised distally to the stent. There were also kinks identified along the entire length of the hypotube shaft. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The promus element 2.25x16mm stent delivery system (sds) was removed from the packaging and it was noted that two struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was noted. The promus element 2.25x16mm stent delivery system (sds) was removed from the packaging and it was noted that two struts were bent. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4) - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)